Event description:
Device analysis found that the main coil was not attached to the pusher wire. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed a bent approximately between the middle and proximal end of the delivery wire. The main coil was not attached to the delivery wire and it was not returned. The detachment zone and the inner coil with the fused polyethylene (pet) junction remained intact at the distal tip of the pusher wire; indicative that the coil was not detached by electrolysis. In order for the coil to become detached from the fused junction, force would need to have been applied. However, the root cause of the force applied cannot be determined. It is probable that device findings may be related to procedural and/or anatomical factors which limited the performance of the device during procedure. Therefore, a root cause of operational context will be assigned to this investigation.